Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.

Event description:
The customer was hospitalized with hyperglycemia at (B)(6) 2015. Device was not requested returned. No allegation against the device. Nothing reported to indicate device malfunction. No indication system performing outside specifications.